Event description:
It was reported that during a clinic check, high impedance and no capture was observed on the rv lead. Patient was asymptomatic. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.